Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported slda appears to be related to patient morphology/pathology, as the calcified and thin anterior leaflet with no coaptation likely affected the leaflet insertion in the clip. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat grade 3 mixed mitral regurgitation (mr). The first clip was implanted without issue; however, a few minutes after implantation, it detached from one leaflet (slda). A second, planned mitraclip was implanted, possibly stabilizing the slda clip and reducing mr to 1-2. There was no reported adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.